Event description:
On (B)(6) 2012 it was reported that rotaflow drive with serial number (B)(4) at (B)(6) hospital- gave a head error message after 15 to 20 minutes of runtime. The rotaflow console serial number (B)(4) was being used when the head error occurred. The rotaflow drive was sent to the maquet national repair center for evaluation and a loaner rotaflow drive was installed. No other information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per service order, the unit was tested and no problem was found. As a precaution the unit was sent to the maquet national repair center for evaluation. Attempts were made to obtain additional information regarding this event. However, the attempts were unsuccessful and no additional information was obtained. (B)(4).